Event description:
Caller alleges bolus advice is inaccurate; it no longer takes blood glucose reading into account when providing bolus advice. No adverse event reported. Back up file received; no product requested for return.